Event description:
It was reported, the customer was receiving low alerts when their blood glucose was not low. The customer also reported the threshold suspend feature being activated when they were above their threshold suspend limit. Customer's blood glucose was 110 mg/dl. It was also found the customer had inaccurate readings on their sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.